Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user mentioned multiple machines with storage failure. Totally 4 machine stmhmsupx3 114, stmhpacpx2 102, stmhicupx4 99 and stmhormpx4 86 failed in last 90 days required recovery. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers were failed. The field service engineer (fse) completed the full preventive maintenance (pm) process, which resolved the reported issue. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user mentioned multiple machines with storage failure. Totally 4 machine stmhmsupx3 114, stmhpacpx2 102, stmhicupx4 99 and stmhormpx4 86 failed in last 90 days required recovery. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.